Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft facture occurred. The target lesion was located in the non-tortuous, non-calcified intermediate branch. The vessel diameter is reported as 2.5 mm. The lesion was predliated with an unknown 12 mm balloon. The physician advanced a 2.50 x 12 mm taxus liberte drug eluting stent, however, strong resistance was felt and the taxus stent was unable to cross the lesion. Upon removal the taxus stent appeared damaged. The physician then prepared a 2.25 x 16 mm taxus liberte stent during introduction resistance was felt and a shaft break occurred. The break occurred in a portion that remained outside the patient body. The procedure was successfully completed with another taxus liberte stent of unknown size. No patient complications were reported.